Manufacturer narrative:
The manufacturer does not have possession of the lead, as it is capped off inside the patient. Without a subsequent analysis of the subject lead, the manufacturer is unable to fully evaluate the reported event. Threshold elevation is a recognized clinical event referenced in the device's labeling and/or reported in the medical literature. The event will be reopened if additional information becomes available.

Event description:
It was reported that during the device replacement procedure this ventricular lead was surgically abandoned (capped) due to exhibiting high thresholds, >9 volts. A new lead was implanted. The lead was actively implanted for approximately 4 years, 7 months.